Event description:
It was reported to philips that the device experienced battery charging issues coincident with the led light not staying on due to a defective ac power module (api1 ad41-000 0743 023152). There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.